Event description:
It was reported that balloon rupture occurred. The 8mm x 4.00mm nc quantum apex balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 15 atmospheres during the first inflation. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).